Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm twice. The customer was able to clear the alarm and rewind the insulin pump for the first time and the insulin pump also passed the self test. On the second occurrence, the customer was unable to rewind the insulin pump and also the self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify a07 alarm due to frozen screen. The motor was tested outside of the device and passed. (B)(4).